Event description:
Complainant alleged that during a routine preventative maintenance check, the device's main control switch was found to be worn, causing the defibrillation energy selection to be incorrect. The complainant indicated that there was no patient involvement in the reported failure.